Manufacturer narrative:
The device was returned and evaluated by olympus. Evaluation found the complaint was confirmed and the right/left and up/down angulation was not to specification and the right/left and up/down angle had play. In addition, evaluation found the adhesive around the lenses was worn, the optical cover glass was chipped, the distal end adhesive had an uneven edge, the air/water supply was insufficient, and water removal failed specification. A comprehensive leak check was done and no leaks were found. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the evis lucera elite colonovideoscope was reduced. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was an unidentified white plastic material protruding from the air/water nozzle. The report is being submitted due to foreign material protruding from the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be further identified. A further cause of the suggested phenomenon could not be presumed. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.